Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported see poor communication screen on the patient programmer with the antenna attached. The patient programmer was placed directly over ins and sync with ins and the poor communication was resolved briefly but when pull up the settings and turn off the ins, the saw the poor communication screen again. Patient also reported that the MRI guidelines were "several pages and confusing". No further complications were noted or anticipated. Additional information was received. Patient stated that the cause of the poor communication was unknown and they had to call in but still no reliable reading. No further complications were noted or anticipated.